Event description:
It was reported the pt did not charge the ipg as recommended. As a result, the ipg was depleted. The physician explanted and replaced the ipg. The pt's system will be turned on during the next physician visit.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.